Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Inspection under the microscope displayed nicks on the knife blade. Inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. The instrument was applied to the appropriate test media producing acceptable results, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The file was concluded to be a misuse of the product. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut or the staple line may not properly form. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopy-assisted proximal gastrectomy (lapg), after firing for anastomosis of esophagus and stomach, esophagus side donut was not obtained. Leak test was passed but the tissue was sewn with 2 stitches just in case. The procedure was completed with manual suturing. The surgical time was extended by less than 30 min. The status of the patient is no problem.